Event description:
It was reported that during flow diversion case, the distal fluoro marker on the subject microcatheter was dislodged a shot distal into the anatomy. It was too distal to retrieve so therefore left in the patient. There were no clinical consequences reported to the patient and procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject microcatheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It is unknown when in the procedure the event occurred, the issue was noticed on final full head angiogram. It was reported that the subject microcatheter was dislodged a shot distal into the anatomy. The marker could be seen on fluoro but was too distal to retrieve and was left in the patient. The patient does not currently have any adverse outcomes. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during flow diversion case, the distal fluoro marker on the subject microcatheter was dislodged a shot distal into the anatomy. It was too distal to retrieve so therefore left in the patient. There were no clinical consequences reported to the patient and procedure was completed successfully.